Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a moderately tortuous and moderately calcified coronary vessel. A 3.00 x 20 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed from the patient's body and it was noted that the stent was lifted. The procedure was completed with another 3.00 x 20 synergy¿ drug-eluting stent. No patient complications were reported and the patient's status was good.